Manufacturer narrative:
Manufacturing records were reviewed and showed that the inspections for the affected production order met all specifications. With this record review and the customer feedback, we could not identify any process deviation. Half of the intraocular lens optic was received from the laboratory the intraocular lens was returned to by the surgeon. The partial lens received was submitted by the manufacturer to an independent laboratory for gas chromatography/mass spectrometry (gc/ms) analysis. Prior to gc/ms the lens was inspected and no cloudiness was observed in the optic. The lens was hydrated overnight and reinspected, a cloudiness was not observed. Following hydration and visual inspection the lens was extracted overnight in isopropyl alcohol (ipa). The ipa extract and balanced salt solution in which the iol was received from the lab were analyzed using gc/ms. The two main compounds found in the ipa extract of the optic body were lidocaine and butylated hydroxytoluene. Mass ions associated with hydrocarbons (branched alkanes) and alcohols were also seen, as well as some aromatics. Gc/ms analysis of the balanced salt solution did not yield any remarkable results. The 2 main compounds found in the ipa extract are not compounds used in the manufacture or packaging of the device. Based on the results of our investigation we were unable to definitively determine a root cause for the surgeon's observation. All information available is included in this report.

Manufacturer narrative:
The device was sent by the surgeon to an independent laboratory for analysis and not returned to the manufacturer. Prior to release the product met all manufacturing specifications. No additional complaints were received for the remaining lenses manufactured in this lot. No conclusion can be drawn at this time. Production records are being reviewed at the manufacturing site. All information currently available is included in this report.

Manufacturer narrative:
At one day postoperatively the patient's visual acuity was 20/60 and the lens optic was cloudy. Lens was replaced and patient recovered without sequelae. Lens remains implanted.

Event description:
A physician reported a case of early opacification of the implanted intraocular lens. The lens was explanted without complication on a date not provided.